Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the provisional had fractured. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The reported event was confirmed as product was returned and examination of the returned part determined that returned tasp exhibits signs of repeated use ( nicked and gouged ) also has fractured on the lateral side of post. All pieces returned. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. Root cause could not be determined with information available as frequency of use is unknown, a condition of use is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.